Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/18/2014 with the following findings: the alarm history review verified multiple consecutive cs 054-0000 alarms. The pump booted with audio/vibration and fully illuminated screen. The time and date was accurately set at start of investigation. Investigators performed a pump rewind, load, and prime with no alarms. Pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms duplicated. The pump was opened for investigation, no evidence of moisture/corrosion was found inside pump. The rf transceiver flex was intact and secure to pcb connector and verify no trace cracks. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient contacted animas on (B)(6) 2014 reporting that the pump emitted call service alarms. There is no reported adverse event with this complaint. This report is made based on the allegation of the call service alarm issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.